Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 72-year-old male patient, the associated defibrillator was unable to obtain an ECG signal using these atached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation. The customer's report was observed during evaluation. However, the report could be related to repositioning or the vigor of CPR. The pads were put through extensive testing including continuity testing without identifying any anomalies. A visual inspection of the pads showed that the gel did roll up and away from the tin on the anterior pad. However, it could not be firmly established the cause of the gel roll up. The pads were scrapped. No trend is associated with reports of this type.